Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell and the pump hit the ground and the touch screen became shattered and unresponsive. There was no reported impact to the customer's blood glucose. Reportedly, customer reverted to insulin pens for insulin therapy.